Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. Upon investigation the battery was unable to power on a monitor or charge. The cause for the failure was isolated to depleted battery cells. The root cause of the depleted cells was unable to be positively identified. There was no adverse event resulting from the defective battery pack.

Event description:
A us distributor reported that a patient's battery pack was not powering on the patient's monitor.